Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous vessel. After a guide wire crossed the lesion, plain old balloon angioplasty was performed with a 2.0mm balloon catheter, followed by a 2.5mm balloon catheter. Subsequently, a 2.75 x 16 synergy¿ drug-eluting stent was advanced but slight resistance was encountered and the device failed to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.